Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse found the wash station vacuum probe was obstructed and used a thin rod to remove the obstruction. There were no further reports of leaking or instrument errors. (B)(4).

Event description:
Beckman coulter (bec) customer technical support (cts) was notified by bec's remote monitoring software that a customer's unicel dxc 800 synchron system generated messages that indicated cartridge chemistry errors. Cts contacted the customer to troubleshoot the instrument. While troubleshooting, the customer removed the cuvette wash station cover and reported fluid on top of the reaction wheel. The customer primed the instrument and observed the cuvettes overflowing with fluid, which was contained to the instrument. The customer replaced the vacuum probe and performed a cuvette wash; the instrument cuvettes continued to overflow. The operator was wearing a lab coat, gloves, and eye protection. There were no reports of exposure to the leak or of injury in connection with the leak. There were no erroneous results generated or reported out of the laboratory.